Event description:
On (B)(6) 2019, a reporter for the patient (patient¿s husband) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra mini meter was producing inaccurate results. The complaint was classified based on customer service representative (csr) documentation and a review of the call by a senior csr. The reporter advised that approximately one month prior to contacting lfs, the patient obtained inaccurately erratic results of ¿40 and 400 mg/dl¿ on the lifescan meter, performed within more than 20 minutes of each other. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The reporter stated that the patient manages her diabetes with self-adjusted insulin doses (basal insulin; 20 units and bolus insulin; 20 units, unspecified types) and stated that the patient took her usual dose of medication in response to the alleged inaccurate readings. The reporter informed the csr that the patient became ¿hypoglycaemic¿ and that she ¿fainted and had a rollercoaster effect¿ after the alleged product issue began. The reporter confirmed that the patient was treated by an emergency medical services (ems) healthcare professional (hcp) with a glucagon injection. The reporter also stated that a blood glucose test was performed on the ems meter and obtained a result of ¿110 mg/dl¿. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly at the time of testing and the results were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a signs and symptoms indicative of an acute diabetes excursion for which she received hcp intervention after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.